Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break by the reservoir was reported. The implant was explanted.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump, two cylinders and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the shorter exhaust tube of the pump and detached inlet tube. Testing revealed these to not be sites of leakage. Microscopic examination of the detachment end of the detached inlet tube revealed one end to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes, both cylinder exhaust tubes and detached inlet tube. No functional abnormalities were noted with any of the returned components. Based on examination of the returned product, it was concluded that while in-vivo the pump tubing overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tube near the reservoir, which was noted by the rough and irregular surfaces of one the tubing detachment ends. The information received also confirmed a separation in this tubing near the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.